Manufacturer narrative:
Additional information: patient sex received. Patient weight received. Device evaluation: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the instrument tracker was inaccurate when tapping into the pedicle. A second tracker was introduced into the surgical field and functionality was restored. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.